Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation it was reported the plunger is tilted. To aid in the investigation, six samples and three photos of a 1ml luer lok syringe from lot 2154678 was received for evaluation by our quality team. Four samples were received in sealed packages and two samples were received loose. All six samples had the stopper slightly askew to one side. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309628, lot 2154678. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2154678 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since the observed condition is within acceptable limits, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok syringe plunger rod was broken/damaged. The following information was provided by the initial reporter translated from korean to english: "plunger tilted. So, the exact capacity cannot be prepared."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.